Manufacturer narrative:
One sample was received for quality evaluation. Visual examination of the sample shows that the tubing separated at the lower pumping segment fitting. Further investigation indicates that the tubing has an indentation of the securement collar previously being in the correct position. The customer complaint of separation was confirmed. Due to the condition of the sample, the customer issue of "difficult to prime," could not investigated. The investigation was forwarded to manufacturing for review. Based on the examination of the sample and description provided by the customer, a root cause could not be determined. Examination of the sample indicates in indention on the silicone tubing, indicating that the securement ring for the silicone tubing was previously installed, but is now missing from the sample submitted. Additionally, the sample was primed and working as intended before the tubing separated, and therefore the issue could not be related to the manufacturing of the infusions set. A device history record review for model 2426-0007 lot number 25083022 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had separated. The following information was provided by the initial reporter: rn had difficulty priming the ivig, she needed a syringe a pull the medication through the tubing (this isn¿t uncommon to do for ivig because it is in bottles). Part way through the infusion the pump was alarming ¿air in line¿, when staffed opened the pump to investigate the bottom part of the tubing fell out. Product that malfunctioned? Reference # (B)(4), lot # 25083022 what was the issue? We had tubing snap in an IV pump over the weekend when/how was the issue noticed? Rn had difficulty priming the ivig, she needed a syringe a pull the medication through the tubing (this isn¿t uncommon to do for ivig because it is in bottles). Part way through the infusion the pump was alarming ¿air in line¿, when staffed opened the pump to investigate the bottom part of the tubing fell out. Were there any patient injuries? No. Were there any employee injuries? No. Was there any delay in patient treatment? Yes, needed to waste the medication that was in the tubing and use another tubing to finish the medication infusion.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.